Manufacturer narrative:
(B)(4).

Event description:
The dental implant fx4010swc was removed on (B)(6) 2018 due to failure to osseointegrate 4 months after implantation. The doctor noted periodontal disease during surgery. The patient has history of diabetes. The patient has recovered without complications.